Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found that there was damage to the lower housing and lower housing clips. Device evaluation confirmed the reported event based on the testing performed. The lower housing and lower housing clips were replaced. The circuit boards were inspected. The device was re calibrated. The air-in-line, alarm, battery, display, keypad, patient side occlusion, rate accuracy, self test/power, upstream occlusion, and final visual inspection tests were all performed and passed. A definitive root cause could not be determined; however, it appears that the device was dropped which could cause the reported issue. This type of event will continue to be monitored.

Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of the device evaluation.

Event description:
Reportedly, post purchase the plunger was stuck at the bottom on the a channel and would not go out of service mode. It is unknown if there was patient involvement. There was no report of patient harm. No additional information is available.